Manufacturer narrative:
No product samples were returned for investigation. However, a series of photographs were returned showing the drip chamber spike of an unidentified infusion set inserted into the spike adapter of a 061-ch3139 adapter set and leakage confirmed at the interface of the two components. Without return of the affected samples a comprehensive investigation cannot be conducted and a probable cause cannot be determined. The lot history review for lot 13583565 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Event description:
The incident involved a 43 cm (17") bifuse add-on set w/2 bag spikes, 2 clamps (red, blue), plug adapter. The reporter mentioned that they have been having some issue with the two tail spikes (bifuse) lines and fluid leaks and it occurs at the bifuse line or the giving set spike union. They found out that if the giving set is not pushed all the way in, fluid leaking occurred. The customer also stated that they made it a part of their timeout process to ensure the giving set is inserted fully and no signs of fluid weeping/leaking before commencing anti-cancer meds (or any treatments). Initially they thought the issue was human error, not having inserted the giving set spike far enough into the bifuse line. It doesn¿t appear to be human error however as the issue continued to happen and more importantly, at random times during the treatment/infusion time ¿ it may be fine for the saline prime and during premeds but a weep/leak of fluid will be noted later. The event occurred during use in patient for cisplatin where the patient could have been in the chair for several hours before the weep was noticed and with small droplets of moisture was noted on the floor from this incident. On all occasions no obvious signs of damage/defect. There was no unprotected chemotherapy exposure to the patient, health care worker or other personnel only small weep detected at end of infusion. The set was not replaced since the weep was detected at end of infusion. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. The customer did provide a photo, but evaluation is pending.